Event description:
A physician reported a certas valve (ID 828826) was implanted via v-p shunt on (B)(6) 2020 with setting 5. On (B)(6) 2020, the patient presented with gait disturbance, and x-ray examination confirmed ventricular enlargement, so the setting was changed from 5 to 4. On (B)(6) 2020, the patient presented with gait disturbance, ventricular enlargement was observed, a vp shunt was added opposite side. On (B)(6) 2022, the patient presented with gait disturbance, ventricular enlargement was observed. The valve was removed and replaced on unknown date.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The certas valve (ID (B)(6) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; a cut/tear in the silicone housing in needle chamber was noted. The valve was hydrated. The catheters were irrigated no occlusions noted. The valve was leak tested and failed, leak from the cut/tear in the silicone housing. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The root cause for the ¿the ventricular enlargement¿ issue reported by the customer is probably due to the cut/tear in the silicone housing causing csf liquid to leak out into unintentional parts of the body.